Event description:
It was reported that, during routine follow-up, a telemetry loss occurred on the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). On the second attempt of interrogation, a premature battery depletion error message was found. Then, on the third interrogation, an attempt with a magnet was performed and there was no audible beeping during application. The s-ICD was not able to be interrogated any more. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, the electrode exhibited high shock impedance within normal limits. Device replacement was recommended. This s-ICD was explanted and replaced due to unable to be interrogated. The product is expected to be returned for analysis. No additional adverse patient effects were reported.